Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with threshold suspend and sensor and blood glucose readings. The customer states the device tries to go into threshold suspend when readings are not accurate. The customer's blood glucose level was 179mg/dl and their sensor reading was 72mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised a replacement sensor would be sent out.